Event description:
General report received of "multiple" undocumented incidents of leakage with the clave sets. The customer reported that they used several list number sets with clave valves and it was unknown exactly what list or lots were involved in the incidents. The reporter had no information regarding the patients involved or specifics about the incidents. It was reported that one of the clave sets remained in the open position after use. A second set was reported to have leaked at the clave. The customer reported no patient harm or adverse patient event. Although requested, no further information was available.